Event description:
Patient is a Type II diabetic who received a recall letter from her pharmacy. For years the patient has been an user of the True Metrix device. For years the device has been giving inaccurate readings so much so that the patient thought it was normal. The software issue produces a E-5 error code that sometimes doesn't produce any readings. Patient is on many medications but doesn't feel like any of them conflicted with the device. Patient had no signs or symptoms related to the inaccurate reading.